Event description:
Caller reported a cartridge alarm 20 during pumping, which did not cause their blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy, and tandem technical support arranged for a replacement pump to be sent with updated software.